Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels during the night and into the morning. The customer's bg level had been 300 mg/dl during the night and was at 289 mg/dl when the customer woke up. The customer delivered boluses to address bg level. At the time of the call, the customer's bg level was 250 mg/dl. The customer stated that they believe the elevated bg level was due to a settings issue. The customer had changed out all supplies prior to contacting tandem technical support and declined to perform a system check. A recommendation was made for the customer to discuss pump settings with the healthcare provider.

Manufacturer narrative:
.